Event description:
It was reported that black cottony growth was found in bd bactec¿ mgit¿ 960 sire kit. The following information was provided by the initial reporter: customer found black cottony round growth.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-06-14. H.6 investigation summary mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). Three photos were received to assist with the investigation: ¿ all three photos show an uncrimped sire growth supplement vial with the stopper still in the vial. There does appear to be possible growth in two of the photos. No batch/lot number is presented in any of the photos provided. Without product verification a photo alone cannot confirm a complaint. A photo must provide the product, product defect, and important product information such as batch/lot number must be included in the photo. No 245123-kit batch number was provided to properly complete an investigation. Trending was done on the appropriate databases for bactec mgit 960 sire kit (material 245123) and no quality notification trends have been identified for this material for contamination in the last 12 months. The complaint history was reviewed for material 245123 and there are no complaint trends for contamination. Bd will continue to trend complaints for this issue. This complaint cannot be confirmed based on material trending.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that black cottony growth was found in bd bactec¿ mgit¿ 960 sire kit. The following information was provided by the initial reporter: customer found black cottony round growth.